Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: near hip/ found near hips on x-ray') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included morbid obesity. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2011 to 2013, hydroxyzine hydrochloride (hydroxizine) and hydroxyzine since 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced back pain ("pain/ back pain"), pelvic pain ("pain/ pelvic pain"), arthralgia ("pain/ joint aches"), tooth fracture ("dental problems : cracking"), teeth brittle ("dental problems: teeth were brittle ") and tooth loss ("dental problems : molars missing:"). In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: uti / yeast infection") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti / yeast infection"). In (B)(6) 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia worsened w/n 6 months after essure implantation"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: brain fog, depression, anxiety"), feeling abnormal ("psychological or psychiatric problems condition: brain fog, depression, anxiety"), anxiety ("psychological or psychiatric problems condition: brain fog, depression, anxiety"), mood swings ("mood swings"), allergy to metals ("nickel allergy") and malaise ("talk about why I am sick all of the time"). The patient was treated with clindamycin, gabapentin, lamotrigine (lamictal), propranolol and venlafaxine hydrochloride (effexor). Essure treatment was not changed. At the time of the report, the device dislocation, back pain, pelvic pain, arthralgia, vulvovaginal mycotic infection, urinary tract infection, depression, feeling abnormal, anxiety, mood swings, fibromyalgia, migraine, tooth fracture, teeth brittle, tooth loss, allergy to metals, dysmenorrhoea, weight increased, alopecia and malaise outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, feeling abnormal, fibromyalgia, malaise, migraine, mood swings, pelvic pain, teeth brittle, tooth fracture, tooth loss, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received: case became incident. Injury nos was replaced with new events- pelvic pain, back pain, joint pain, uti, yeast infection, brain fog, depression, anxiety, mood swings, fibromyalgia, migraines / headaches, migration of essure device location of device: near hip, teeth brittle, tooth fracture, tooth loss, malaise, nickel allergy, dysmenorrhea, weight gain, hair loss, plaintiff did not undergo confirmation test. Reporters information, patients dob, demographics, events onset date, concomitant condition and drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.